Event description:
During deployment of a cypher stent, the balloon burst at 10atms at the target lesion in the right coronary artery. Pre-dilation was not conducted. No calcification was present. There was no reported pt injury.